Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The fill port cap was not returned with the unit for evaluation. The reported condition of a broken fill port was confirmed. Visual examination noted the tip of the fill port mouth to be chipped. Based on the evaluation, chipped fill port is due to excessive tightening force applied to the component during filling. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter (B)(4) received a report that an infusor had a broken fill port upon removal from the box. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The sample is available. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because, it is same as or similar to a product distributed within the u.s. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.